Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown stem that was mated with a lfit v40 cocr head was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head, stem and poly liner as blood/tissue are visible on both devices. The interior surface of the metal head is not clearly visible but appears to have some sort of dark material present, which could be bodily fluids. The liner appears damaged at the rim consistent with articulation against the disassociated stem trunnion. Loss of taper lock observed on the stem. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head, stem and poly liner as blood/tissue are visible on both devices. The interior surface of the metal head is not clearly visible but appears to have some sort of dark material present, which could be bodily fluids. The liner appears damaged at the rim consistent with articulation against the disassociated stem trunnion. Loss of taper lock observed on the stem. The reported stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
It was reported that the patient's right hip was revised due to trunnion wear. A stem, head, and liner were revised to competitor femoral components and an adm/ mdm liner.